Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high threshold of 4.25 v at 1.5ms. A chest x-ray showed the lead to be in a different position than it was at implant. The lead was explanted and replaced.